Manufacturer narrative:
Alleged failure: eib pcs- (B)(6) failed test (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be normal wear. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.